Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and a tubing problem during the procedure occurred. It was reported that an issue occurred with the irrigation tube. There was water leakage from the part where it was threaded through the pump, and tube breakage was confirmed. It occurred during priming (during flushing) after connection to the thermocool smarttouch sf catheter. The damage was detected prior to use in patient. It was resolved by replacing the tube with a new one. The procedure was completed without patient consequence. The tubing problem was assessed as MDR reportable.

Manufacturer narrative:
Initial reporter address line 1 (cont.): (B)(6). Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).